Event description:
Additional information: it was later reported that the hcp thought "catheter/pump was not working; the pump was leaking". A catheter "break/tear/hole" was noted. Following pump replacement patient outcome was indicated as no injury/recovered without sequela.

Event description:
It was reported that a dye study was done prior to replacing the pump about 3 months ago because the medication was building up at the pocket. The drug delivered via pump was morphine. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4)

Manufacturer narrative:
(B)(4).